Manufacturer narrative:
Reporter is company employee. Investigation summary: service & repair evaluation: the customer reported the device failed in calibration. The repair technician reported the device failed high during torque test. Torque test failed high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: visual inspection: visual inspection performed at customer quality (cq) observed that the given device torque limiting handle was received intact with light surface wear. Functional testing: functional evaluation was performed by the technician and stated that the device fell above the high end of the allowable torque range on 12 lobe tests (minpeak: 10.90 nm, maxpeak: 11.22 nm, average torque: 12.32 nm). Specified torque range of the device 10 nm ¿ 11 nm. Document/specification review: the following drawing(s) was reviewed; 10 n-m torque wrench, 11mm width across flats: conclusion: the complaint condition is confirmed as the 10 nm torque wrench failed high in calibration test. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 388.261. Synthes lot number: h212053-23. Supplier lot number: n/a. Release to warehouse date: 30jan2017. Expiration date: n/a. Supplier: (B)(6). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing at service and repair on (B)(6) 2020, a torque wrench was found out to have failed in calibration. There was no patient involvement. This is report 1 of 1 for (B)(4).